Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test results of hi display non- fasting using true track meter. The test strip lot manufacturer's expiration date is 07/19/2020 and open vial date is one month ago. The meter memory was not reviewed for previous test result history. Customer called in states the meter is reading hi display. Customer called in with questions about hi display. Customer was advised to open a new vial of strips due to improper storage and she obtained hi display again with new vial. Customer states she has cancer and began prednisone 3 days ago. Customer states she just ate and drank a body armour drink 30 minutes ago and thinks that may have some effect on her results. Customer states she feels fine and will check herself again later and will follow up with her doctor to notify him of affects from new medication. Customer does not seek a replacement at this time. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.